Event description:
It was reported the customer's insulin pump was cracked around the rim of the reservoir. Customer stated the reservoir will lock in place, but it was loose. The customer also reported a piece of the reservoir had fallen off of the insulin pump. Customer's blood glucose was 170 mg/dl at the time of the call. It was also found the o-rings had fallen out of the rim. The customer could not recall how the damage had occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a missing reservoir tube o ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.